Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited a failure to capture. The lead was not used and replaced. The patient was discharged post-procedure and the condition throughout the procedure was unknown.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing was performed and it did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.